Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted that it was unknown when the shocking started or of there was any trauma or falls to the area. It was noted that the patient was able to adjust stimulation with the patient programmer. It was noted that when stimulation was off the patient reported the shocking sensation. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3 776-75, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3708120, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 3550-09, lot# lc2317, implanted: 2005-(B)(6), product type accessory. (B)(4).